Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that differed from glucometer measurements. The case was escalated to the next level of support for further review. An initial review of data management system (dms), the cloud platform for eversense system, revealed patterns consistent with situations in which estimated values were entered as calibrations instead of actual bg meter values. The user was advised that only true bg meter values, obtained via fingerstick, should be used for calibration. Entering estimated values or readings from the eversense cgm or another cgm, can disrupt the calibration process and lead to significant deviations in the sensor readings. In addition to improper calibration entries, it was noted that the user was using outdated transmitter firmware, which may have contributed to the observed sensor inaccuracies due to suboptimal communication with the sensor. As the user did not have access to a computer to update the firmware, a replacement transmitter with the latest firmware was provided. The updated firmware included enhanced antenna calibration to improve communication with the sensor. The returned transmitter was tested in-house, and no malfunction was identified based on the investigation findings. The user resumed use of the system with the new transmitter, and a review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. B4.date of this report 29 july 2025. G3. Date received by the manufacturer? 29 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 628,4248. H6. Investigation conclusions updated to 58,19.

Event description:
On 01 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.